Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient complained that the battery site was uncomfortable. There were no known environmental/external/patient factors that could had led to the issue. The rep reported that there were no diagnostics performed. The healthcare provider (hcp) assessed the pocket site visually and offered a pocket revision to move the battery slightly lower in the existing pocket. The pocket revision was performed on (B)(6) 2019. The issue was resolved. No further complications were reported.